Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hemorrhage/blood loss/bleeding. The customer reports receiving a calibration not accepted alert. The customer is on day 1 of sensor wear. The customer reported a sensor glucose vs blood glucose event. The event involved product mmt-7040c1. Troubleshooting was performed. The sensor glucose value that triggered the suspend on low/suspended before the low event was 50 mg/dl and the low limit in sensor settings was also 60 mg/dl. The blood glucose value associated with the triggered suspended event was 122 mg/dl which was outside of the acceptable range. Insulin delivery was suspended due to sensor glucose vs blood glucose event. The customer is reporting a discrepancy between sensor glucose and blood glucose which is not within range after fewer than 4 days of wear. Advised to wait at least an hour and if blood glucose is stable to calibrate. No further patient complications were reported. It was unknown whether the customer would continue using the device. Product return for mmt-7040c1 is not expected.